Event description:
Caller reported aviva nano system blood glucose results of 2.0 mmol/l, 4.1 mmol/l, 4.2 mmol/l, and 14.1 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).